Manufacturer narrative:
The technician was unable to determine why the right foot side rail is binding. The technician attempted to lubricate the side rail to loosen it but this didn ot resolve the issue. The technician stated the right foot side rail could be slid out from the stowed position but could not be raised to the latch position. The device referenced in this report is over 12 months old and according the recommended preventative maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician replaced the right foot side rail to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right foot side rail cannot be raised from the stowed position. There was no patient/user injury reported. (B)(4).